Event description:
It was reported the patient presented in clinic for follow up. It was noted the pacemaker exhibited backup vvi operation. The device was restored through programming changes. Patient was stable.